Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 92 mg/dl. The customer stated that they also had issues with the keypad not responding. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No unexpected number ramping anomaly was noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a cracked reservoir tube.

Manufacturer narrative:
(B)(4)